Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse tested the system which passed an electrical safety test. The fse verified that the system was ready for use.

Event description:
It was reported that after completion of a laparoscopic cholecystectomy procedure, the patient was found to have sustained a bowel perforation on post-operative day #3 and required a subsequent emergency procedure. The robotic erbe generator was used in conjunction with traditional handheld laparoscopic instruments. During the subsequent procedure, it was speculated that the thermal injury was caused by an arcing event during the cholecystectomy. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.